Manufacturer narrative:
(B)(4). A third-party service agent evaluated the hard paddles assembly and verified the reported issue. The customer will be provided with replacement hard paddles and upon verification of proper device operation, it will be returned to the customer for use. The cause of the reported issue were the hard paddles. The device and its accessories were not returned to physio-control for additional evaluation; therefore, further component level cause could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that while testing a customer¿s hard paddles assembly (catalog number 11130-000037, lot code 46864574) along with a lifepak 20e device, they observed that the shock button was inoperative. In this state, defibrillation would not be possible using the hard paddles, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 lot/serial no. And lot# of the initial medwatch report indicates: 46864574 section d4 gtin of the initial medwatch report should indicate: blank section d4 serial # of the initial medwatch report indicates: blank section d4 serial # of the initial medwatch report should indicate: (B)(6) section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: 00721902171857

Event description:
A third-party service agent contacted physio-control to report that while testing a customer¿s hard paddles assembly (catalog number 11130-000037, lot code 46864574) along with a lifepak® 20e device, they observed that the shock button was inoperative. In this state, defibrillation would not be possible using the hard paddles, if it were necessary. There was no patient use associated with the reported event.